Event description:
During follow-up, a device parameter error message and "ram" map were displayed at interrogation. The faxed "ram" map was verified to be representative of corrupted data. The device was explanted and returned for analysis.